Event description:
It was reported that a high-pressure stopcock (3-way, luer lock, off) was found to have a crack resulting in the infant having fluid leaking from their umbilical venous catheter (uvc) device. It was reported that they found a stopcock that was cracked, so they replaced it with a new stopcock that also cracked and was replaced. Two stopcocks cracked. No one made note of the issue but it happened on two subsequent days, two devices failed. They were unable to determine if the crack was present before the stopcocks were removed from the original packaging, or if excessive pressure was used by someone, two days in a row at two different times of day. There was no bleedback reported. There was no harm to the patient. The patient remained stable before, during, and after cracks were discovered. There was no delay of treatment on any of the occurrences. The stop cocks were changed twice and therapy was resumed without further issue. No one involved indicated any details about how the lines were set up on any of the occurrences. There was nothing reported to indicate a ¿disconnection¿. The device is not available for investigation. They have worked with the stock room to have the 3-way stopcocks removed from their supply in their neonatal intensive care units (nicu). Supply chain ordered a new 4-way stopcock which was made available on supply carts. Infection prevention staff was alerted to monitor the infant for any infection that did not develop. They have had no issue since this change was made. There was patient involvement and no harm or adverse event. This is event two of two.

Manufacturer narrative:
The complaint of crack on item 423530401 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was performed and no non-conformities were found that would have led to the reported condition on the complaint.